Manufacturer narrative:
Unable to confirm needle complaint due to customer returned only the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a sensor anomaly and calibration error.the customer's blood glocuse level was unknown. The troubleshooting was performed. Wthe customer was advise to return the sensor for analysis and we will replaced the sensors. The customer was instructed and educate on how to avoid consecutive calibrations error and a change sensor. The customer wa advised to call whenever having issues with sensors so we can help her. No further information was reported.